Event description:
Arthrex 1.8 knotless fiber tak soft anchor implanted in left shoulder. The anchor inserter was visually inspected upon withdrawal. It was noted that the two prongs at the tip of the inserter had broken off and remained imbedded in the bone. Another 1.8 knotless fiber tak soft anchor was inserted, and the same situation occurred. Both anchors had a lot# of 15104066 to complete surgery above lot # anchors removed and another lot # of arthrex anchors used without incident. Surgery was completed.